Event description:
The reporter stated during a skin graft procedure, "the depth gauge kept slipping and auto rotating to the maximum setting." Add'l info was received by integra on (B)(4) 2012: the facility's risk manager stated the pt previously (date not provided) sustained a "de-gloving injury with integra placement to his left hand and forearm" and was to receive a secondary skin graft using this left thigh as the donor site on (B)(6) 2012. During the procedure, the dermatome's thickness guide pointer "slipped into the maximum setting and the pt's left thigh harvest site graft cut was deeper than intended" and was not able to be used. The harvest site skin was used to re-graft the skin back to the pt's left thigh. No sutures or staples were used. The risk manager had no further details regarding further grafting to the pt's left arm, but stated the left thigh donor site was well-healed at this time.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.